Event description:
Customer heard a noise from the instrument and observed the plate splash during conjugate addition while running the ortho hcv assay. No error was generated. No erroneous results were reported. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found shuttle fork bent. Fse repositioned shuttle fork. Fse performed auto adjust and service demo passed. Fse performed dispenser and wash alignments. The instrument was tested without further problems and returned to service.